Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead was fractured. It was further reported that the rv epicardial lead exhibited high and a "jump" in thresholds, high and undefined impedance, oversensing and noise. The rv epicardial lead was capped and replaced. No patient complications have been reported as a result of this event.